Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Husband of the pt. Reported via phone that their spouse had a hip surgery with stryker implants in or around 2015 and the implants were incorrectly positioned. The reporter stated that there was a stryker rep present during the procedure.